Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that when the patient presented in the clinic, oversensing was noted on the right ventricular lead. Upon review, it was discovered that the oversensing episodes were due to myopotential oversensing on the implantable cardioverter defibrillator (ICD). The oversensing had caused significant pauses and was reproducible with isometrics. Programming changes were made on the device, and the issue was resolved. The patient was stable and discharged.